Event description:
The pt fell about a month ago in her kitchen. The pt used a walker and had fallen a few times. In the past 7-10 days the pt experienced a return of pain on her left side from waist to hip. The pt could feel the stimulation and it felt like it was in the same location as before. The programmer and recharger were working fine. Further info is being requested from the hcp.

Manufacturer narrative:
(B) (4).